Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 12 days after dental implant was installed in intraoral region 21#, its non-osseointegration was observed. In addition, the patient presented bone type ii, 35ncm of primary stability was achieved, immediate load and immediate implant were performed and bone graft was executed.